Event description:
It was reported the pt experienced inadequate pain relief from this system. He stated he did not like the feeling of stimulation and wanted the system removed. Reprogramming was unable to resolve the issue although the pt felt stimulation in the intended location. The system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.